Event description:
Procedure: urological and gynecological. According to the reporter: the pt was preoperatively diagnosed with systematic cystocele, rectocele, and enterocele, and underwent an anterior and posterior repair procedure for treatment of pelvic organ prolapse. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4). MDR ref #: 9615742-2011-00027 (avaulta anterior biosynthetic support system). Note: this report corresponds with bard's report (B)(4) for an avaulta posterior support system.